Manufacturer narrative:
It was reported from a literature review that the patient suffered from pulmonary infection.. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but are not limited to patient reaction or patient conditions. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
Literature case "clinical analysis of simultaneous bilateral total knee arthroplasty treatment of knee osteoarthritis". Author: li xiao-xin. In this study there were 112 cases bearing genesis ii knee prosthesis. It was reported that 13 patients suffered from pulmonary infection.